Event description:
As reported, the indicator window on a 5f exoseal vascular closure device (vcd) did not change color. The operator continued to withdraw the device slowly and made multiple attempts with angle changes, but the indicator window still did not change color. Upon device removal, the indicator wire loop was not deployed or visible. The closure device was removed, and 10 minutes of manual compression was applied instead. There were no reported injuries to the patient. This was during an angiography procedure which involved a retrograde puncture via the right femoral artery with a non-cordis short sheath. The device was stored and prepared in accordance with the instructions for use (IFU). The patient¿s body mass index (bmi) was not greater than 40. The physician was certified in the use of the exoseal vascular closure device (vcd). There were no visible signs of device or package damage prior to use. Angiography confirmed the suitability of the femoral artery, including an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be =5 mm. There was no visible calcification or plaque at the puncture site, no stent near the site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to use of the vcd. There was no difficulty connecting the non-cordis sheath with the vcd. The indicator wire cowling locked against the handle assembly with an audible click. The exoseal vcd was slowly withdrawn at an angle of approximately 50 degrees. After pulsatile blood flow from the back flow indicator had stopped, the exoseal vcd was slowly withdrawn by about 1cm. The physician¿s thumb was not placed on the plug deployment button during retraction. No red color was observed in the indicator window during retraction. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.